Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedances and loss of capture. The pace impedances were observed to be greater than 2000 ohms. The lv lead was explanted and replaced successfully. There were no additional adverse patient effects reported.